Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Customer's blood glucose was 343 mg/dl and the current blood glucose was 189 mg/dl. Customer treated high blood glucose with insulin pen. No further patient complications were reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged hospitalized for high bgs found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(4). Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There was "no" no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date (B)(6) 2021. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2022 however, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6). During bolus delivery. Pump was cut open to perform visual inspection and found slight corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. However, during visual inspection, found slight corrosion on the electronic assembly.